Event description:
Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Lot was also identified on patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and elevated metal ions. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd (B)(6) 2015 - medical records received. Upon revision, a pseudotumor, black chalky debris, fine scratches on the femoral head, cloudy yellow fluid, a cystic cavity in the femur and osteolysis were noted. The stem and sleeve are being added to the complaint for elevated metal ion levels. The stem remained in situ.

Event description:
**Update** (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address pain. The complaint was updated on: (B)(4) 2013.